Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) of "high", although a specific value was not given. Reportedly, the customer addressed their bg with a correction bolus via the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.